Event description:
It was reported that patient had been having trouble with their device. It was reported that patient had felt a jolting sensation down their buttocks and across their back when they had turned to the left. This does not occur when the patient turns to the right. It was explained that when the patient went to move from right to left it had stimulated their body and then stopped, and it had hurt. It was further explained that when the patient would get out of bed and takes their first step in the morning they would get the jolting stimulation and would be unable to walk. It was reported that this had been going on for 6-8 months. It was also noted that the device had been checked 6-8 months ago and everything had been okay. Patient had questioned if the issues that had been described should be happening when their stimulation was off. It was noted that when stimulation was on ¿it didn¿t help.¿ it was also reported that ¿patient had talked with someone a couple months ago and said that the wires and/or power back dropped.¿

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger (B)(4).